Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00054) on february 5, 2016. February 8, 2016 - corrected data: the initial MDR stated that the cause of the event was user intervention. Siemens healthcare diagnostics inc. Has determined that the cause of the event is user error.

Manufacturer narrative:
Siemens healthcare diagnostics inc.'s (siemens) investigation determined that the customer was changing a part on the advia 2120i with dual aspirate autosampler instrument that is not a customer changeable part. The cable assembly - rinse/waste level switch is not listed on the customer replaceable items: list of replaceable parts on the advia 120/2120/2120i on line help operator's guide v6.01. Siemens has determined that the cause of the event is user intervention. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer injured his hand when replacing the cable assembly-rinse/waste level switch on the advia 2120i with dual aspirate autosampler instrument. The injury was about 1 centimeter (cm) in length on the customer's hand. The injury was disinfected with isopropyl alcohol and a sterile dressing was applied. There are no known reports of adverse health consequences due to the customer injuring their hand when replacing the cable assembly-rinse/waste level switch on the advia 2120i with dual aspirate autosampler instrument.